Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 05/04/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address increased metal ion levels as well. Records indicate the patient's ion levels were in the double digits. Upon revision black stained synovial tissue was found. At this time the patient's femoral stem is being reported. The complaint was updated on: 05/28/2015.

Event description:
Patient was revised to address potential alval. Clinical report was also received indicating revision due to adverse local tissue reaction and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 31, 2017: litigation received. In addition to what was previously reported, litigation alleges that the patient suffered instability, swelling, inflammation, damage to surrounding bone and tissue, and partial lack of mobility. These symptoms are the result of possible loosening, dislocation, or spread of the metal debris from the femoral head and acetabulum cup. This complaint was updated on: jun 06, 2017.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. All available x-rays were reviewed, and no evidence indicative of a device nonconformance was found. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.